Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address metalosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Products are international ((B)(4)). Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 1/13/2015 - ppd with medical records received. Patient revised to address pain, swelling, reaction to metal on metal, and synovitis. Upon revision, yellow gray fluid was noted. The information received does not change the MDR decision. This complaint was updated on: 2/2/15.